Event description:
During a diagnostic endobronchial ultrasound, while completing biopsies, a piece of the needle sheath fell apart and fell off into the patient's lung and was retrieved using scope suction. There was a procedural delay less than 30 minutes and the procedure was completed using a similar device. No reports of patient harm.